Event description:
During the thyroidectomy it was found that the monitoring device was no longer tracking nerve response, although it had been from onset of procedure. Technical support was contacted and troubleshooting of the components was assessed. Specific endotracheal (et) tube placement was assessed by two anesthesiologists and confirmed proper placement. A little while later the surgeon recommended removal and replacement of the et tube, which was completed along with placement confirmation. The nim was still found to be unresponsive and removed from service. Manufacturer response for nerve stimulator, nim mainframe 3.0 response (per site reporter). The representative came to the hospital and ran the device on a simulator. He stated that it worked as it should.